Event description:
Pt was ordered by provider to have a post pyloric feeding tube inserted. The nurse used this piece of equipment while inserting the tube. Xray confirmed that tube was placed in the pt's lung causing a pneumothorax. Pt had an arrest leading to a code blue.